Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger/ slider was blocked, and jammed. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was observed that the small battery drive trigger/slider was blocked and jammed. It was further noted that the device tests for the off/osc/on switch mode function, the oscillation angle, triggers and (electronic control unit (ecu) function, switching function, compatibility between colibril sbd and colibr ii/ sbd ii function, the function with the electric pen drive (epd)-console, power at the motor with test bench failed pre-repair testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.